Event description:
While vent was on a patient, unit went into an alert condition. Patient was removed from ventilator without any change in therapy. The covidien customer support engineer (cse) replaced the analog interface pcb and alarm assembly.